Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. The customer was taken to the hospital and was admitted into the intensive care unit with a blood glucose level of 1700 mg/dl. Customer was treated intravenously with insulin and saline. Customer was released on (B)(6) 2022 and customer continued to use the pump for insulin therapy.